Event description:
New information received suggests the lead was explanted. There was no adverse event to the patient during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the right ventricular lead exhibited a drop in r-wave, no capture and a drop in impedance. The patient has no pacing indication. Tachycardia therapies were disabled pending lead revision. The patient was stable. No adverse consequences were reported. No further information is available at this time.